Event description:
It was reported by service report that the foot right rail is stuck in the down position and the power cord is damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Siderail timing link, power cord ground prong.